Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/29/2015 with the following findings: the battery cap was not returned with the pump for investigation; a test cap was used to complete testing. Investigation revealed that the battery compartment was cracked. Unrelated to the complaint, investigation revealed that the display screen was dim, faded, and discolored. Additionally, the contrast keypad button was unresponsive and there was evidence of contamination found under the contrast button contact. The contrast button has no effect on insulin delivery function.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.